Event description:
Took a hair drug test and the results came back inaccurate. This is the 4th hair test that has come back positive for a drug not consumed. Why is the FDA not stopping the hair of abuse tests from being used on the public?